Event description:
It was reported that, during a rotational atherectomy procedure, the wire fractured. The lesion being treated was located in the 80% stenosed and severely calcified right circumflex coronary artery. The physician had ablated six times at a maximum of 180,000 rpms for twelve minutes. Following ablation, the physician retrieved the burr and the guide wire in the dynaglide mode into the guiding catheter. Resistance was encountered during removal. After removal, it was noted that the proximal segment of the guide wire (proximal of the advancer) has been twisted. Following angiography, it was noted that a 1cm segment of the distal wire had separated from the guide wire and was in the coronary artery. The wire segment was successfully retrieved with a loop device. The pt was reported to be "doing well".

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The wire was rec'd in two segments. One small spring portion is trapped at the distal end of a loop device. The other portion is stuck inside of a rotablator catheter. The distal segment of the wire measured approx 7mm and it was rec'd caught by a loop device. The proximal segment of the wire was rec'd stuck inside of a 2.00 mm rotablator system. This segment was carefully disengaged from the rotablator system. The proximal segment measured 230.7 cm and reveals a severe bent condition at approx 6 mm from the distal fracture site. Additionally, the proximal segment presents kinks at approx 123.5 cm, 177cm, 186cm, 189cm, 197.5 cm, 208cm, and 219.5cm from the distal fracture site. A segment of approx 93.6cm is missing and was not returned for analysis. The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. The root cause of the difficulties experienced with this guide wire is unknown.